Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu had various scuffs/marks on the top of the front bezel. Visual inspection found no issues related to the reported event. Cosmetic defects require attention and rework. The iesu was tested on the system and presents c34 and c00 error on startup. The iesu will be returned to the original equipment manufacturer. The probable root cause is attributed to defective generator. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted [procedure name not provided] surgical procedure, the intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted mid-procedure by operating room staff who reported that monopolar coagulation was not working and an energy generator displayed a c34 error. The tse advised switching to a classic coagulation mode or connecting a third-party generator to the system. The caller stated they had an energy activation cable and a third-party generator available and planned to inform the surgeon of the options, with the possibility of calling back if they had issues connecting the third-party generator. The procedure was completing as planned with no reported injury.